Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was to be used during an unknown procedure on (B)(6) 2024. During unpacking, a hair-like object was found inside the bag before opening the sterile package. The procedure was completed with a non-bsc device. There was no patient involved in this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter. Block h10: investigation results the returned radial jaw 4 hot biopsy forceps device was analyzed with the original pouch unopened, and a black particle was found inside the packaging. The reported event of packaging foreign matter was confirmed; however, it was inside the tolerance of 1.00mm^2 mm, 3 or less foreign materials as it was measured at .30mm^2. Based on all available information, no problem detected was selected as the most probable cause due to the device being 100% inspected for foreign material. The analysis of the available information, product analysis of the returned device, and product record review did not identify any evidence of either the alleged issues or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was to be used during an unknown procedure on (B)(6) 2024. During unpacking, a hair-like object was found inside the bag before opening the sterile package. The procedure was completed with a non-bsc device. There was no patient involved in this event.